Manufacturer narrative:
Product analysis:one side of the implant is fractured off the main body of the implant. The morphology and direction of fracture suggest overload with a torsional component as the mechanism of failure.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Procedure: transforaminal lumbar interbody fusion it was reported that on (B)(6) 2015, intra-op, product broke upon insertion. Product came in contact with the patient. The product broke but no fragment remained in the patient. No patient complications were reported.